Event description:
Home patient (hp) experienced issues with not being able to drain completely during the initial drain of the hp's homechoice treatment. It was determined that this was due to the homechoice not being programmed correctly. Hp also expressed concern regarding symptoms of infused air while performing the homechoice treatment. Due to the symptoms hp was experiencing, hp's nurse diagnosed the hp with having been infused with air. The infusion of air was caused by hp not completely priming the setup. Hp would not go into detail as to why the hp's supplies didn't prime completely, however, the hp did communicate that it was caused by an error the hp made during prime. No medical intervention was associated with this incident.